Event description:
It was reported that the patient was seen in the clinic and power on reset (por) was noted. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.